Manufacturer narrative:
The customer performed troubleshooting with the help of the customer technical support (cts) over the phone. Failure mode is a loose reagent sample probe fitting and issue was resolved by tightening the fitting.

Event description:
The customer reported obtaining an erroneously low cartridge glucose (glu) result for one patient involving the unicel dxc 600i synchron access clinical system. The customer indicated that the result was normal upon repeat on an alternate analyzer. The customer stated that temperature errors, reaction rate errors, and blank absorbance low errors were obtained on the day of the event. The erroneous result was not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. Customer technical support (cts) assisted the customer with troubleshooting over the phone. The cts advised the customer to check the cc (cartridge chemistry) reagent syringe and the customer stated that the syringe was not loose but fluid was dripping from one of the reagent probes. The customer noted that the fitting at the top of the range probe was loose and the customer proceeded to tighten the fitting. The customer reran all patient results since the last good quality control and only provided results for the one patient whose results were amended.